Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ syringe there is a cracked syringe. The customer stated the ¿syringe is broken and cracked (barrel), not used¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for evaluation by one of our quality engineers. The sample revealed a damaged barrel therefore failure mode is verified. A device history review was completed and 6354886 was produced on 02/18/2017 with no defects found. This is the first complaint for damage on this batch. It¿s possible that barrel was involved in a jam and then broke loose during assembly process. No corrective action is required at this time. This is the first complaint for damage on this batch. One syringe was reported as defective out of (B)(4) resulting in (B)(4) defect rate. The acceptable quality limit for this defect in manufacturing is .40%aql. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use of the bd luer-lok¿ syringe there is a cracked syringe. The customer stated the ¿syringe is broken and cracked (barrel), not used¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported before use of the bd luer-lok¿ syringe there is a cracked syringe. The customer stated the ¿syringe is broken and cracked (barrel), not used¿ there was no report of injury or further medical intervention.